Manufacturer narrative:
The instrument was returned and evaluated. Complaint broken cable is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Additional finding: indentation with some scratches on distal pulley. There are some scratches on the surface and indentation on the edge of the distal pulley.

Event description:
It was observed during central processing that the mega suturecut needle driver instrument had a broken cable. No patient harm, adverse outcome or injury was reported.